Event description:
It was reported that the patient experienced discomfort with his tactra penile prosthesis device because it would not get flaccid enough. The tactra device was explanted, and a new inflatable penile prosthesis device was implanted. There were no further patient complications.

Event description:
It was reported that the patient experienced discomfort with his tactra penile prosthesis device because it would not get flaccid enough. The tactra device was explanted, and a new inflatable penile prosthesis device was implanted. There were no further patient complications.